Manufacturer narrative:
No product was received by the investigation team. However a sample was attached to the sr, the sample is a print of the study, the file is in a very low quality and does not allow to perform an investigation. This device has been used in the treatment or diagnosis of a patient. The customer reported bravo capsule early detach. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The reported complaint mode will be utilized for trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had an early detachment of the capsule at approximately 25-26 hours of study. Customer will send in the study for review. This was a ph study and the physician will request a study as a result of the initial failure. There was no reported patient involvement and outcome and a repeat procedure will be performed.